Manufacturer narrative:
.

Event description:
It was reported that the pt experienced withdrawal. In 2009, the pt had a sudden onset of sensation of bugs crawling on skin, irritability, arcing backwards, two degree increase in temperature within 30 mins, itching and stabbing. The pt was admitted to the intensive care unit in 2009. The pt was administered oral baclofen and valium which calmed the pt; the pt still had tingling in the palms. The physician did not believe there was a problem with the pump during this hospitalization. The pt returned to the emergency room two days later, due to reoccurrence of screaming and irritability. In the emergency room, the pt had a possible seizure and low blood pressure. A pump alarm was heard; not confirmed by telemetry that month emergency room visits. The same month, the pump was 'chirping" continuously and they could hardly hear it unless their ear was up to the pump. The pt was not due for a refill until the end of the month. The pump was implanted in 2005 and replaced in 2009. The pt's family stated there have been three other occurrences of pump issues. One time the pump alarmed four times a couple years ago, but the pt had no symptoms. A second occurrence, it appeared the pt was "overdosed". The pt became limp, pale and lips were blue. The family stated they did not recall when this occurred, but said the pt was better when they reached the ER. A third occurrence was in 2007, and the pt appeared to have "underdose" and was jerking repetitively. Nuclear medicine test indicated nothing wrong with pump at this time.